Event description:
The user facility reported that the indicator steam tape was peeling after processing in their getinge steam sterilizer.

Manufacturer narrative:
The user facility declined to provide information in regards to the reported event, specifically if procedural delays/cancellations were reported, any impact on patient(s), instruments present, cycle tape readings, proper application of the indicator tape and if additional indicators were present in the pack. The user facility provided pictures of the indicator tape which evidenced the indicator changed color. Steris performed retain testing on the lot number subject of the reported event and was unable to duplicate the reported issue. The tape adhered properly and evidenced passing results when the sterilization cycle completed. Steris is filing this report as we are unable to determine if this event meets our reporting criteria; the user facility declined to provide additional event information.